Event description:
It was reported that a small volume folfusor experienced an underinfusion of fluorouracil. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation with 139ml of fluid in its bladder. According to the label on the device, the device had been filled with fluorouracil and 0.9% sodium chloride. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device reported in the initial is being corrected to a large volume infusor. Should additional relevant information become available, a supplemental report will be submitted.